Manufacturer narrative:
The solex 7 catheter (lot # 69223) was returned for evaluation and was confirmed during the functional testing; a pin hole leak was observed at middle of the serpentine balloon. The probable root cause could be due to a latent material defect. Upon visual inspection, the solex catheter was performed and found no physical damage to the catheter. The appearance of the returned serpentine balloon catheter was observed wrinkled as normal. Blood residue was observed on the serpentine balloon. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. During functional testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a pinhole leak was observed at the middle of the serpentine balloon. During manufacturing all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint and there were no previous complaints reported for the solex 7 catheter with lot # 69223.

Event description:
It was initially reported that customer used solex catheter for the first time. After the removal the practitioner was unhappy with the appearance of the catheter's serpentines. The ivtm treatment was successfully completed, no issues noticed but the customer would like to know to know if the catheter is still functional after removal. No consequences or impact to patient. The catheter was returned for evaluation and during functional testing on 6/4/2019, the solex 7 catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a pinhole leak was observed at middle of the serpentine balloon.